Event description:
It was reported that the patient with this brady lead stated that during the implant procedure, the physician pressed too hard on a set screw, causing a gash in the heart of the patient and resulting in significant bleeding. Additionally, the patient also stated that another physician had to rush in to save the life of the patient. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this brady lead stated that during the implant procedure, the physician pressed too hard on a set screw, causing a gash in the heart of the patient and resulting in significant bleeding. Additionally, the patient also stated that another physician had to rush in to save the patient's life. This brady lead remains in service. No adverse patient effects were reported. Additional information was received indicating that a pericardiocentesis was unexpectedly required after the implant procedure. The cause of the perforation remains uncertain, though perforation likely resulted from the implantation of the atrial lead. Following the pericardiocentesis, this ra lead was reported to be in good position.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: device codes; and h6: device codes.

Event description:
It was reported that the patient with this ra lead stated that during the implant procedure, the physician pressed too hard on a set screw, causing a gash in the heart of the patient and resulting in significant bleeding. Additionally, the patient also stated that another physician had to rush in to save the patient's life. This ra lead remains in service. No adverse patient effects were reported. Additional information was received indicating that a pericardiocentesis was unexpectedly required after the implant procedure. The cause of the perforation remains uncertain, though perforation likely resulted from the implantation of the atrial lead. Following the pericardiocentesis, this ra lead was reported to be in good position.